Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, the customer reported when the insulin gauge displayed that the cartridge was almost empty, the customer withdrew approximately 15 units of insulin from the cartridge. The customer¿s blood glucose was 229 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.